Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: werner weber, ralf siekmann, bernhard kis, and dietmar kuehne. Treatment and follow-up of 22 unruptured wide-necked intracranial aneurysms of the internal carotid artery with onyx hd 500. (B)(4). The purpose of this study was to demonstrate endovascular treatment of wide-necked aneurysms of the internal carotid artery with the liquid embolic agent onyx hd 500. Between june 2001 and october 2003, a total of 22 patients were treated with onyx liquid embolic system hd 500. There is no permanent severe morbidity and no mortality at follow up. The authors conclude that the treatment of wide-necked, large or giant ica aneurysms with onyx hd 500 is a treatment option in these cases. The benefit is a primary high and stable occlusion rate and good clinical outcome. The device will not be returned for evaluation as it was consumed in the event. There was limited device information available in the article; there were no lot numbers reported. For the catheter entrapment, it is possible that there might have been significant reflux which may led to the reported issue. Per our instructions for use (IFU): ¿difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles); vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above." Based on the reported information, there is no evidence suggesting that the device/product was defective, but rather a procedure related event. Additional information has been requested on the cases in this article, however, no response has been received. Should the information become available, a supplemental report will be submitted. Mdrs from this event: 2029214-2017-00681, 2029214-2017-00682 mdrs from this literature review: 2029214-2017-00677, 2029214-2017-00678, 2029214-2017-00679, 2029214-2017-00680, 2029214-2017-00683, 2029214-2017-00684, 2029214-2017-00685, 2029214-2017-00686, 2029214-2017-00687, 2029214-2017-00688, 2029214-2017-00689.

Event description:
Medtronic received information through literature review that the microcatheter could not be withdrawn completely from the aneurysm because of a rupture in the distal part while it was being removed. This part of the microcatheter was left in the vessel with the tip in the onyx cast. There were no clinical consequences and it required no treatment. The patient was receiving onyx embolization treatment for an aneurysm in the ophthalmic segment of the carotid artery. A loading dose of 300 mg clopidogrel was administered on the day of the procedure. During the procedure, the patient was systematically heparinized (partial thromboplastin time [ptt] >60 seconds), and 500mg aspisol intravenously was given after treatment when the balloon catheter was removed. Onyx hd+ was administered and the aneurysm was 100% occluded. The patient was asymptomatic post procedure. The ptt controlled systemic heparinization was continued for a total of at least 72 hours. On day 1 after the procedure, treatment with 75 mg/day clopidogrel and 100mg/day acetylsalicylic acid for a minimum of 6 weeks was started.